Event description:
The customer reported that the error ipc was not active and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep re-did the contact on the pc and reloaded the software. The system operates as intended.